Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned. Visual summary analysis of the lead was performed and the inner insulation of the lead developed a breach due to metal ion oxidation (mio)while in vivo. The outer insulation of the lead developed a breach due to mio while in vivo. This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. The device model and serial number are unknown. Therefore the PMA #, manufacture date and expiration dates are unknown. Concomitant product: medtronic lead implanted: (B)(6) 1997. (B)(4).

Event description:
The lead was returned to the manufacturer from a competitor post mortem with no performance allegations. The lead subsequently tested out of specification during manufacturer's analysis. The death of the patient was not related to the lead.